Manufacturer narrative:
An event regarding revision due to infection involving a trident liner was reported. The event was not confirmed. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient had infected hip all components were removed and a antibiotic spacer implanted.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 502-03-50d; primary tritanium hemi cluster hole cup 50mm; lot code: mna8xv; cat. No.: 2030-6545-1; 6.5 cancellous bone screw 45mm, lot code: mne2lm; cat. No.: 6570-0-132; delta v-40 ceramic head 32/0, lot code: 46767705; cat. No.: 6720-0535; size 5 accolade ii 132 deg; lot code: 43550806. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient had infected hip all components were removed and a antibiotic spacer implanted.